Event description:
It was reported that the insertion of the involved spring wire guide was difficult. Upon removal, the spring wire guide became "dissected". Several attempts were made to obtain add'l info.

Manufacturer narrative:
A f/u report will be filed if more info becomes available.